Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
He customer reported via phone call that they experienced high blood glucose of 318 mg/dl. Customer¿s current blood glucose value was 318 mg/dl. The customer also states had motion sensor test failure. Troubleshooting was done for high blood glucose and under delivery however unable to complete troubleshooting for motion sensor test failure. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motion sensor test failure alarm during rewind due to motor encoder signal out of phase. Unable to perform any tests due to motion sensor test failure alarm.